Event description:
Baxter swedish service center reports fluid in pneumatic area of returned homechoice device. Historical info from a comprehensive investigation of this issue indicates the source of fluid to be a leak in the cassette of a homechoice set. Per affiliate, no pt injury or medical intervention was reported at time of device return.